Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 486 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion test and no occlusion was noted.